Manufacturer narrative:
The insulin pump not received in stuck manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin flow block alarm functions properly during the basic occlusion test and no prime/seating anomaly noted during testing. No unexpected battery power loss noted during testing. The insulin pump was received with scratched case, cracked case at a battery tube side. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were having a lot of issues with the insulin pump¿s batteries getting depleted faster than normal. They inserted a battery and had to replace it in ten minutes. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The alarm history was reviewed. The customer did not receive a low battery alert prior to the replace battery now alarm. This was the second occurrence of the replace battery now without a low battery warning. The insulin pump was not dropped. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.